Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure. The ipg was not in surgery mode. Troubleshooting was unable to solve this issue. Surgical intervention may be pending to address this issue.